Event description:
(B)(4). After essure my periods and pms have been the worse of my life. My cramps are excruciating, headaches and migraines daily, much worse emotional roller coaster. There's been many of times I feel as those someone is stabbing my uterus. The pain hurls me over. This has caused me to have to take an intermediate leave from work so the time I miss isn't counted against me, and im missing a lot of work! I checked several times with my insurance company as well as my drs office checked to make sure the essure procedure was going to be free as stated in the pamphlet. After I received the (B)(6) bill I about collapsed. Eventually I got the bill down to under (B)(6). I guess not to bad considering it was supposed to be free. I am currently trying to get in birth control again to control my hormones and physical illnesses. Both of which I did not have before the essure